Manufacturer narrative:
Exemption number: e2015015. After the evaluation was noticed that the lot number reported is not from the item received. Therefore, the lot number was not considered.

Event description:
(B)(4) - the dentist reported that after 6 years and 8 months dental implant was installed in intraoral region 30#, its loss of osseointegration was observed. In addition, 40ncm of primary stability was achieved and the patient presented bone type iii.